Manufacturer narrative:
Medtronic received additional information that the conduit was replaced due to severe pulmonary regurgitation. The patient was reported to be discharged home the day following surgery. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and two months post implant of this pulmonary bioprosthetic valved conduit, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.